Manufacturer narrative:
Investigation summary: a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21106079. The feedback provided by the customer indicates blood backflow was was detected during use of the maxzero device. No further information was provided by the customer to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21106079 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Please note that under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced blood returning in the indwelling needle. The following information was provided by the initial reporter, translated from chinese to english: it can not play a positive pressure role after using it to the patient, and there is blood returning in the indwelling needle.